Event description:
Pt was having a mitral valve valvuloplasty in cardiac cath lab. The right atrium was performed. An 8f sidearm needle was being introduced through the sheath when the needle came out through the side of the sheath as opposed to the tip of the sheath. Conservative treatment only. Cook rep participated in a meeting with staff and physicians to discuss needle issues.